Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the patient presented with a myopic refractive error of -3.00 d. The surgeon suspected the iol may have been implanted upside down. Intervention was performed to explant the iol; however, during the lens exchange, the surgeon noted that the lens was not upside down, but had vaulted. The lens was replaced with a 24.00 d crystalens and the patient's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).